Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root causer cannot be determined. There have been one other complaint reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported that one day after a shunt was implanted, it was touching the iris in a patient's eye. Additional information received reported that on postoperative day two and thereafter, the shunt was not touching the iris and was in proper position. No surgical intervention was required to reposition the shunt, but three sutures were lysed on three separate follow up visits to help maintain control of the intraocular pressure. The doctor reported that the event resolved without any harm to the patient.